Event description:
Secure empty eva (ethyl vinyl acetate) containers [50ml and 100ml bags] used for media fills and IV (intravenous ) room compounds have particulates floating after being injected with needle. Particles appear to be coring from the port saver and [invalid] like debris from needle scrapping inner walls of containers. 50ml lot: 1640y. 100ml lot: 1683y.